Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for hyperglycemia. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital is unknown. The patient was currently still in the hospital.